Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that a patient sample was run while quality controls (qc) were out of range for level 1 and level 2. A siemens field service engineer (fse) specialist was dispatched to the customer site. After evaluation of instrument, the fse found that the aliquot drain was cracked, which was replaced. The fse also performed power flushes on integrated multi-sensor technology (imt) module. The fse then ran patient samples in replicates of three each, which were imprecise. The fse replaced the imt module. The grounding test was performed with six patient samples in replicates of five each and the standard deviation was within acceptable range. The cause of discordant patient results being reported to physician(s) while qc was out of range is a failure to follow instructions. As per the dimension sodium instructions for use "qc should be run at least once daily, run solutions at two levels of a quality control material with known concentrations. The result obtained should fall within limits defined by the day to day variability of the system as measured in the user's laboratory." The cause of a discordant falsely elevated na result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting lower than the initial result. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.